Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the total knee arthroplasty via open procedure while using it for fascia. The device broke. To resolve the issue, the customer used a different brand of similar product. There was no patient injury.